Event description:
A customer reported that a system presented low suction/aspiration. It is unk when this event occurred and if there was any pt involvement. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).